Event description:
The patient came for a scheduled removal of lyric. The patient didn't report any pain during use and before the removal. Once the device was removed the patient felt pain. The tympanic member was covered by a thick yellow discharge and the majority of the canal was dark red. The hcp referred the patient to ent for treatment.

Manufacturer narrative:
The manufacturer has initiated a follow up to clarify patient outcome and the circumstances of the incident. The risk of accumulation of moisture in the ear due to device's design and sealed fit in the ear has been already considered in the accompanying risk file. The IFU contains information about common side effects such as e.g. Ear pain, moisture and blisters, as well as, information on contraindications and referral criteria. The follow-up reports will be submitted upon availability of new information.

Manufacturer narrative:
The hcp has reported that the ear canal has cleared up and a new lyric was inserted on (B)(6), 10 days after the manufacturer's awareness date. It is unknown what kind of treatment the patient has received, if any. This is the final report.